Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not slide all the way onto the pump. Reportedly, the customer successfully loaded the same cartridge onto the pump and insulin delivery was resumed. There was no reported impact to customer's blood glucose.